Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the alarm is not working. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During this testing no audio emitted from the device at all. Alarm alert conditions with visual status indicators only functioning. Audio alarm does not emit tone. Front speaker resistance was found to be out of specifications. The black wire was broken off of the bottom speaker. The speaker was replaced and the unit functioned as designed.